Event description:
It was reported that there was no battery in the device. New device but not charging, identified upon delivery to distributor, before any procedures. No patient involved.

Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that there was no battery in the device. New device but not charging, identified upon delivery to distributor, before any procedures. No patient involved. However it was determined that the issue does not meet the criteria to be reportable.